Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that sometimes the patient feels stimulation when her device is deactivated. An sjm representative gave the patient a program with neutral contacts to resolve the issue but was unsuccessful. The patient is planning on discussing the issue with a neurologist. No further information is available at this time.